Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to an internal nonconformance identified. On 15-august-2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse asked the customer to prime the wash hemolysis; the sampling unit was not moving. The fse instructed the customer on how to replace the sample needle. The customer primed the instrument and ran hba1c quality controls (qc). The sampling assembly had proper movement and fluid was moving properly through the instrument. All results were within acceptable range. All errors cleared and the g8 instrument is operational. No further action is required by field service. A 13-month complaint / service history review for similar complaints was performed for the serial number (B)(4) from aware date of (B)(4) 2017, which included data from 14-july-2016 through (B)(4) 2017. There one similar complaint identified during the searched period, which includes this event. The g8 operator's manual under chapter 6 troubleshooting is as follows: error messages: 706 syringe-l error; explanation: operation error in syringe-l; countermeasure: inspect syringe-l. Execute smp.reset. Error level: 2; alarm level: 1; print: 1. The most probable cause for error 706 syringe-l error was the sample needle was bent and not venting.

Event description:
On (B)(6) 2017, a customer reported error 706 syringe-l error on the g8 instrument. The customer performed a sample reset and tried to clean the guide rail with canned air but couldn't find any tube to clean the guiderail or the drive gear. The customer rebooted the instrument but the error persisted. The customer is unable to run patient samples on hba1c diabetes assay. On 15-august-2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.